Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge and had trouble reaching a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.